Event description:
"Tubing from CT injector was connected to the hep-lock on the pt's established IV for the administration of contrast material for a CT scan. As soon as the contrast injection was started, the extension tubing "exploded" and a fountain of contrast was sprayed about the room. The break appeared to be either above or below the slide clamp. A new IV site was started, new tubing added and procedure completed with no further abnormal occurences." Upon further query, the following info was provided that indicated, the tubing ruptured when used with a power injector, subsequent pt skin contact with contrast media. The power injector was set at a rate of 1.5ml/second. The cusotmer contact reported that after the tubing ruptured and the contrast media leaked, the contrast injector was stopped. The contrast was cleaned up according to the hosp's protocol. The pt's IV access site had clotted off and a new IV access site was established. The tubing was replaced and the CT scan was resumed and completed. There were no reported adverse pt effects.

Manufacturer narrative:
The sample was not returned since this is a known issue. The issue of split or burst tubing when using power injectors was evaluated under a formal investigation. It was determined that this is not a manufacturing or materials defect. It was communicated to the customer that standard i.v. Adminstration sets are intended for general infusion and not recommended for use with power injectors. In addition, the infusion therapy account managers were advised of this issue and were provided with a product list of those high-pressure sets that are appropriate for use with power injectors.